Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-l, serial/lot #: unknown. Product analysis: the valve and delivery catheter system (dcs) were not returned; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, the valve was ¿ aggressively¿ post dilated with both a 28 mm and 31 mm size non-medtronic balloon due to unspecified paravalvular leak (pvl) due to the deep location of the valve. As reported, this deep position did not suggest it was the intended implant site. Potential under expanding of the valve was also reported. Following the balloon aortic valvuloplasty (bav) unspecified central aortic insufficiency remained without intervention. Per the physician, there was some degree of central aortic insufficiency with the valve for two years post implant. However, the level of insufficiency did not previously warrant intervention. Two years, five months and 20 days post implant of the valve, there was moderate to severe central aortic insufficiency noted. As a result, a second 34 mm valve was implanted within the existing 34mm valve. No additional adverse patient effects were reported.